Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm during testing noted. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratches on display window and missing end cap sticker.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 247 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.